Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed after it was observed the camera was not displaying an image due to poor contact with the camera cable and a defective charged coupled device (ccd) sensor. Additionally, the device evaluation found the cable was crushed underneath the protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the 3cmos autoclavable camera head malfunctioned. The device was returned. And the evaluation found there was no image displayed by camera head due to a damaged cable. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. New information added to the following field: b5, h6. Corrected fields: e1, d8. Correction to d8 of the initial medwatch, was inadvertently selected "yes" on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however ¿the image is not displayed¿ occurred due to failure of the cable and charged coupled device (ccd). About cable failure, we presume that it got disconnected due to collapsed cable and it got failed, the cause of occurrence of failure of charged coupled device could not be determined. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the event occurred before a therapeutic procedure that was completed with a similar device.